Event description:
Home patient (hp) reports one incidence of blood clotting in the ca-hp 170 dialyzer. The tmp alarm went off and the 1550 dialysis machine stopped. Hp could see blood clots in the dialyzer fibers. This event occurred 3.18 hours into an intended 4.5 hour treatment. Hp discontinued treatment and did not restart. Hp denies any patient injury or medical intervention associated with this event. Hp stated that the dialysis machine was checked out by a baxter technician and found to be working properly. Hp's nurse noted no recent changes in hp's weight or prescription.